Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer current blood glucose level was 561 mg/dl, 561 mg/dl at the time of incident and over 600 mg/dl. The customer was treated with bolus feature for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer reported no symptoms related to high blood glucose. Customer stated the drive support cap appears normal. Based on customer¿s report customer does not allege insulin pump was under delivering. The insulin pump and the reservoir will not be returned for analysis.